Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.

Event description:
New information received notes that the noise was not over-sensed and did not impact the device function in any way.

Event description:
It was reported that a patient presented with noise noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead (only distal portion) was received in one piece. Final analysis found a short between ring electrode cables and superior vena cava cables. An internal insulation abrasion breaching the ring electrode cable lumen underneath the superior vena cava shock coil with one abraded cable coating of the ring electrode. The cause of the reported event was due to the internal insulation abrasion underneath the superior vena cava shock coil.